Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she had been having issues with her battery from the very beginning because she thought the ins might have been implanted too close to the surface because it always hooked on things. The patient reported that she had to be very careful the way she sat, if she sits in a chair like if it had spindles or something in the back, it hits the battery. The patient reported that sometimes the battery got caught on it and it pulled. The patient reported that sometimes the battery itself would get really hot a lot of times. The patient reported that it always stayed tender and any kind of pressure affected it. The patient reported that she had to be careful when she laid down and when she sat in a car. The patient reported that she had to be careful the way she had her lumbar support; if it hits the battery just right, it caused a lot of pain. No further complications were reported.